Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 300 mg/dl, 297 mg/dl and 301 mg/dl at the time of the incidents. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The alarm history contained more than one motor error within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer called back on (B)(6) 2017, and reported that they needed to find out when their going to receive the replacement insulin pump and that they ended up in the hospital from not having a back up plan. No documentation of hospitalization was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No motor error alarm noted during testing. Motor was tested outside the device and passed. Unit received with severly scratched lcd window, cracked reservoir tube lip and broken battery tube threads.